Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a couple of low speed operation events recorded in the log files of the patient on (B)(6) 2022 at 07:08. The patient was asymptomatic and lactate dehydrogenase (ldh) levels were at a normal level. A review of the log files found 2 low speed advisories where the pump speed dropped down to 3250 revolutions per minute (rpms) and 2480 rpms before resuming normal pump set speed. As the patient's ldh levels had not changed and there was no sign of hematuria, there was not a concern for thrombus. Driveline damage was suspected, but the low speed alarm was unable to be reproduced in the clinic when the patient twisted their body and no further tests were done. The patient was asymptomatic. The reoccurrence of alarms was being monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: a low speed event was confirmed in the evaluation of the submitted log file; however, a specific cause for the event could not be determined through this evaluation. Evaluation of the submitted log file revealed that a low speed advisory was triggered on day 2033, hour 15, minute 33, which then progressed into a low speed hazard as speed decreased to as low as 2480 rpm before returning to normal pump parameters on day 2033, hour 15, minute 13. Power elevations as high as 12.3 watts were captured during the low speed events. A specific cause of the change in pump parameters cannot be conclusively determined. The patient remained ongoing on the heartmate (hm) ii left ventricular assist system (lvas) (B)(6) and experienced more low speed advisories on 24may2022 (MFR report number: 2916596-2022-11295). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate ii lvas instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). No further information was provided. The manufacturer is closing the file on this event.